Event description:
It was reported that the balloon in the tube was punctured. There was no patient involvement and according to customer's report, there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The complaint of punctured balloon can be confirmed based on the damage observed on the cuff. The probable cause of the tears is unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.